Event description:
Customer's aviva comobo meter was programmed by her diabetes counselor. The aviva combo meter user reported she received bolus recommendation that she thought was too high, but she trusted the meter and administered the bolus the meter advised. During the night, she had a severe hypoglycemic event (unconsciousness, foam at the mouth). Her husband called the ambulance and she received a glucagon syringe and unspecified IV treatment. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.